Manufacturer narrative:
The device was received for evaluation. During visual examination, a hole in the plastic tube was observed. The reported condition was verified. The cause was determined to be a residue of plastic in the extrusion machine got embedded and generated the hole. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set had a hole "in the bottom side." This was observed during setup. There was no patient involvement. No additional information is available.